Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no lubrication was used to facilitate placement of the capsule, and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
Additional info: evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. 1 bravo capsule and 1 bravo delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The visual inspection found the device to be broken due to user mishandling. The customer reported bravo fail to attach to patient's esophagus. The reported condition was confirmed. The investigation of the returned equipment identified that the plunger is not connected to the handle - this is due to user mishandling of turning the handle more than 1/8 of turn. Other than the user mishandling the investigation did not find the other issues in the device. No corrective action is required, because no failure mode was identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and no repeat procedure was performed as they used another capsule to complete the procedure. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.